Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the results of the investigation and findings from similar past complaint investigations, a likely contributing factor to the tear in the coated portion of the cutting wire may be the following: it is possible that the slider was slightly advanced, causing the cutting wire to deflect. This deflection could have led the coated portion of the wire to come into contact with a metal area of the endoscope, resulting in rubbing and potential damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the coated portion of the cutting wire on the single-use 2-lumen sphincterotome was torn. There was no patient involvement.